Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the toggle will not turn on for extended bolus and pump touch screen was unresponsive. Customer¿s blood glucose level was not impacted. Reportedly the issue was resolved and pump functioned as intended.